Event description:
Hospital reported that two pts experienced endophthalmitis secondary to cataract surgeries. The events occurred one or two days postoperatively. Hospital pharmacist also reported that their sterilization circuit had been computerized in (B)(6) 2013. Additional info has been requested. This is one of ten reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).